Event description:
It was reported that a malfunction alarm occurred with the pump, specifically displaying malfunction code 16. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged to replace the pump, and the customer planned to use multiple daily injections as backup therapy.